Event description:
My son received a positive rapid test. He was retested 3 hrs later with a pcr and was found negative. Our entire family tested negative twice, but were still required to quarantine for 24 days. This extremely impacted our life. He had just a runny nose, no other covid symptoms. FDA safety report ID# (B)(4).